Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation; however, photos have been provided. The investigation of the reported event is currently underway. (B)(4).

Event description:
It was reported that during treatment of an abdominal aortic aneurysm through femoral artery, the sheath allegedly was damaged. It was further reported that another stent graft was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: a physical sample was not available for evaluation; however, image have been provided for review. In this case, the system was flushed prior to use and compatible guidewire was being used; the proximal end of the stent graft placed in a straight section of the lumen prior to stent graft deployment. The device was used to treat abdominal aortic aneurysm which represents an off-label use. Based on provided image, the investigation is confirmed for sheath fracture. A definite root cause for the reported event could not be determined. This represents an off-label use. Labeling review: in reviewing the relevant labeling it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the IFU states: 'prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' Regarding accessories the IFU state: 'a super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure'; the packaging pictograms indicate an introducer size of 10f and a 0.035" guidewire. The IFU states regarding the placement site: "for use in the iliac and femoral arteries". This case represents an off-label use of device. Also IFU states: "the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established." H10: b5, d4 (expiry date: 08/2022), g4. H11: d3, h6 (device, results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during treatment of an abdominal aortic aneurysm through femoral artery, the stent graft allegedly failed to deploy. It was further reported that another stent graft was used to complete the procedure. There was difficulties in removing the delivery system over the guidewire through thru the introducer sheath. Reportedly, another device was used to complete the procedure. There was no reported patient injury.